Event description:
Add'l info rec'd from MFR 06/08/04: the concerned devices are manufactured by asahi medical co ltd, not by nextron medical. The details including the requested info have already been reported by the MFR. Refer to the MDR reports (form 3500a), MFR report #s from 8010002-2004-00014 to 00017 submitted on may 13, 2004 by asahi medical, if necessary.

Event description:
These devices with lot no b35f55/3 were found to leak as a result of easy rupture. No pt was involved in the testing.